Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 7x daily and manages his diabetes with novolog insulin. The alleged issue began on (B)(6) 2011 at 1130pm. The patient reported blood glucose results of "96 mg/dl" with the subject meter and "58 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied making changes to his diabetes management routine. Prior to the alleged issue, the patient claimed he felt low blood glucose symptoms of dizzy, sweaty and was imbalanced. The patient had crackers and milk as treatment. The patient stated he felt better about 30-40 minutes after. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.